Event description:
The patient's symptoms prior to the index procedure were that the baseline nihss was 1 with mild to moderate sensory loss. Modified rankin score was 2 with slight disability; unable to carry out all previous activities, but able to look after own affairs without assistance. Showers of strokes in the left hemisphere with mild right hand clumsiness. The first 5mm angioguard was not deployed due to an attempt to try to advance the angioguard up through the lesion. This was unsuccessful due to the hair pin curve beyond the lesion itself. The event occurred prior to removal of the angioguard and was described as "the subject stopped talking." The patient does not have any known allergies to nitinol, nickel, or titanium. The stent delivery system was never used; therefore, the precise stent was not deployed. The user aspirated prior to contrast injections. There was no thrombus noted in the lesion. Residual stenosis was 70%. On (B)(6) 2011, pre-procedure MRI of the brain revealed an impression of acute left frontoparietal infarction with small vessel white matter ischemic disease.

Event description:
The patients symptoms prior to the index procedure were that the baseline nihss was 1 with mild to moderate sensory loss. Modified rankin score was 2 with slight disability; unable to carry out all previous activities, but able to look after own affairs without assistance. Showers of strokes in the left hemisphere with mild right hand clumsiness. The first 5mm angioguard was not deployed due to an attempt to try to advance the angioguard up through the lesion. This was unsuccessful due to the hair pin curve beyond the lesion itself. The event occurred prior to removal of the angioguard and was described as "the subject stopped talking." The patient does not have any known allergies to nitinol, nickel, or titanium. The stent delivery system was never used; therefore, the precise stent was not deployed. The user aspirated prior to contrast injections. There was no thrombus noted in the lesion. Residual stenosis was 70%. On (B)(6) 2011, pre-procedure MRI of the brain revealed an impression of acute left frontoparietal infarction with small vessel white matter ischemic disease. On (B)(6) 2011, CT scan of the head (post event) generalized ventricular dilatation from brain involutions or atrophy with chronic subcortical white matter ischemic disorder, scattered focal old infarct with no bleed, edema, acute/subacute process and no other abnormal findings. On (B)(6) 2011, MRI of the brain (post event) revealed more extensive areas of acute infarction involving the left frontal, parietal, temporal, and occipital lobes since the prior MRI of (B)(6) 2011. There is also hemorrhagic infarction at the left frontal pole with small vessel white matter ischemia. On (B)(6) 2011, a CT of the head revealed acute left frontal parietal hypodense infarction. In the anteromedial aspect of this was an acute hyperdense hemorrhage. There was a slight frontal midline shift to the right.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt. On (B)(6) 2011, CT scan of the head (post event) revealed more extensive areas of acute infarction involving the left frontal, parietal, temporal, and occipital lobes since the prior MRI of (B)(6) 2011. There is also hemorrhagic infarction at the left frontal pole with small vessel white matter ischemia. The symptoms occurred on the right side of the body. Treatment details were not provided. The symptoms did not fully resolve. Lake region lot number 01427639 which is cordis lot number 70910521. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427639. This packaging lot contained 120 units, which were shipped from lake region medical on november 1, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
During removal of the second angioguard rx, the patient experienced aphasia. Treatment details and patient outcome was unknown. The patient was symptomatic prior to the procedure. The target lesion was located in the ostium of the left internal carotid artery (ica). The lesion was described as eccentric, ulcerated, 20mm in length, 70% stenosed, arch type ii, with mild calcification. The reference vessel was 4.0mm in diameter and severely tortuous. No pre-dilation was done. The first 5mm angioguard rx was not deployed and was successfully retrieved with no debris in the basket. During removal of the second 5mm angioguard rx, the patient experienced aphasia. The onset was sudden and recovery was unknown. There was no visual field loss. It was unknown if treatment was provided. No emergency carotid endarterectomy was required. It was not reported if a precise pro rx stent was implanted. There were no air bubbles present during the procedure. According to the investigator, the event was not related to cordis product. The event was related to the index procedure.

Manufacturer narrative:
Additional information was received regarding lab values was updated accordingly. No further information was provided.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
This acute hemorrhagic infarct is superimposed upon mild atrophy and small vessel disease with no extracerebral collection. The symptoms occurred on the right side of the body. Treatment details were not provided. The symptoms did not fully resolve. The study coordinator confirmed that there was no other attempt to place another stent. She stated that treatment for the hemorrhagic stroke included therapy. She stated she did not know the specific type of therapy. She was unable to provide further information. During removal of the second angioguard rx, the patient experienced aphasia. The target lesion was located in the ostium of the left internal carotid artery (ica), was described as eccentric, ulcerated, 20mm in length, 70% stenosed, arch type ii, with mild calcification. The reference vessel was 4.0mm in diameter and severely tortuous. No pre-dilation was done. The first 5mm angioguard rx was not deployed due to a hair pin curve beyond the lesion and was successfully retrieved with no debris in the basket. During removal of the second 5mm angioguard rx, the patient experienced aphasia. The onset was sudden, the symptoms did not fully resolve and treatment details were not provided. The precise stent was not deployed and emergency carotid endarterectomy was not required. There were no air bubbles present during the procedure. According to the investigator, the event was not related to cordis product and was related to the index procedure. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, congestive heart failure, coronary artery disease, coronary percutaneous intervention, and hypertension. The patient was symptomatic prior to the attempted carotid artery stenting procedure with symptoms including baseline nihss of 1 with mild to moderate sensory loss, modified rankin score was 2 with slight disability; unable to carry out all previous activities, but able to look after own affairs without assistance. Pre-procedure MRI on (B)(6) 2011 of the brain revealed an impression of acute left frontoparietal infarction with small vessel white matter ischemic disease and showers of strokes in the left hemisphere with mild right hand clumsiness. On (B)(6) 2011, MRI of the brain (post event) revealed more extensive areas of acute infarction involving the left frontal, parietal, temporal, and occipital lobes since the prior MRI of (B)(6) 2011. (B)(4) note: lake region lot number 01427639 which is cordis lot number 70910521. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427639. This packaging lot contained 120 units, which were shipped from lake region medical on november 1, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.